Event description:
It was reported that a revision surgery was performed due to fracture of the knee joint.

Manufacturer narrative:
It was reported that a revision surgery was performed due to fracture of the knee joint. The associated journey ii uni tibial insert, journey ii uni tibial baseplate and deuce femoral component, used in treatment, were not returned for evaluation. Therefore the product analysis could not be performed. As device details were not made available, the device history record review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Our investigation noted that the related base plate and the femoral component have been obsolete at this time. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. A review of instructions of use and risk assessment revealed the post-operative issue is previously identified in the possible adverse events. Possible causes could include but not limited to patient medical history, age of patient or traumatic injury. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.